Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was faded and discolored. This report is made based on the results of evaluation completed on 02/18/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: the pump battery compartment was found to be cracked below the bumper pad. The returned pump battery cap was able to attach to the pump appropriately and the pump powered on. The pump display screen was observed to be dim and discolored with a reddish tint. Unrelated to the battery compartment and display screen issues, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Initial reporter: (B)(6).